Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Based on event description for revision 1, sales rep confirmed patient was revised on (B)(6) 2013 due to infection.

Event description:
Based on event description for revision 1, sales rep confirmed patient was revised on (B)(4)-2013 due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 6570-0-536 delta v-40 ceramic head 36/+2,5 lot code 42108602. Cat 6721-0535 size 5 accolade ii 127 deg lot code 41993501. Cat 2030-6525-16.5 cancellous bone screw 25mm lot code mlrt6j. Cat 542-11-58g trident psl ha cluster 58mm lot code mman53. Cat 2060-0000-1 acetabular dome hole plug lot code mmd7a7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.